Event description:
It was reported that the minibore tri-fuse ext, 3iv cnntrs, 3ckvs experienced a stick down of the needle free valve and leakage. The following information was provided by the initial reporter: indeed, our intensive care unit (internal reference of the declaration: 1186) informed us of the presence of a liquid leakage at one of the non-return valves when connecting the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/21/2020. H.10 investigation conclusion: two mz9281 samples with residual fluid present in the line were received for investigation; no packaging was received with the samples, however the customer indicates the affected lot number to be 18095696. Further information provided by the customer confirmed the connecting product at the time of the leakage was an extension set, however the connecting product was not returned to assist the investigation. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by priming each line with a 50ml bd plastipak syringe from retained stock; no leakage was identified throughout testing. The samples were then subjected to pressure testing, again no leakage was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18095696 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the leakage. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz9281 product in the past 12 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the minibore tri-fuse ext, 3iv cnntrs, 3ckvs experienced a stick down of the needle free valve and leakage. The following information was provided by the initial reporter: indeed, our intensive care unit (internal reference of the declaration: (B)(4)) informed us of the presence of a liquid leakage at one of the non-return valves when connecting the tubing.